Event description:
Information was received that reported a patient had been hospitalized, due to incidence diabetic ketoacidosis. The reporter is concerned that the pump may not be functioning correctly. The device will be returned for evaluation; to ensure that it is funtioning correctly and did not contribute to the reported incidence, as of the time of this report, the device had not been returned.